Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume infusor. The reporter stated that the flow was stopped and the solution was not reduced from the bladder after use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured september 21, 2016 - september 22, 2016. One actual infusor unit was received at for sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye shows no signs of blockage inside the delivery tubing that could have caused the reported flow problem. A functional test was performed, no evidence of flow was observed coming out of the distal luer. Microscopic examination of the flow restrictor revealed the direct cause of the no flow problem was due to white crystallized drug blocking the fluid path at the distal end of the glass capillary. The infusor was determined to be conforming since the direct cause of the problem was due to crystallized drug. Should additional relevant information become available, a supplemental report will be submitted.